Event description:
(B)(4): it was reported that the visum halogen surgical light allegedly experienced a short and damaged the light handle and handle housing. There was no pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. There is no exp date for this product. Eval summary: the light head was returned to the MFR for eval. During eval, it was noticed that one of the connectors was loose. This loose connection allegedly caused arcing between the circuit generating heat and melting the plastic around the connection point. It could not be determined how the connection became loose. There was no pt involvement and no adverse consequence reported. This is not a single use device.